Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing and the device did not cut. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.